Event description:
It was reported that while using bd onclarity hpv assay reagent pack that there was incorrect label information. The following information was provided by the initial reporter: short description: 2 extraction plates with the same barcode. When did the incident occur? During use. 2 extraction plates from same batch had same barcode #, which caused cor to stop and tech support to be called in. Customer has opened 3 boxes of reagents with 3 different batch numbers, and does not know in which batch problem occurred. It's not the 3 batch numbers that are affected by the complaint, but only 1 of the 3. The exact batch# is unknown.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00829 was sent in error. This particular event will return an error and will require a service check to correct. It is likely to be associated with a short-term interruption in the device's ability to perform as intended and clinically inconsequential prolongation in diagnostic identification. Samples have been validated for a 7-day stability and can be held until an engineer is onsite to correct the issue. This is unlikely to result in injury or harm.

Manufacturer narrative:
There were three possible lots, the exact batch# is unknown: 3062787 / 3103985 / 3045181. The lot will be listed as "unknown" since the customer is not sure of the affected batch. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.6 initial reporter e-mail:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd onclarity hpv assay reagent pack that there was incorrect label information. The following information was provided by the initial reporter: short description: 2 extraction plates with the same barcode when did the incident occur? During use 2 extraction plates from same batch had same barcode #, which caused cor to stop and tech support to be called in. Customer has opened 3 boxes of reagents with 3 different batch numbers, and does not know in which batch problem occurred. It's not the 3 batch numbers that are affected by the complaint, but only 1 of the 3. The exact batch# is unknown.